Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to open or close the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. However, the subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot which likely led to the reported difficulty removing the device. The IFU violation was circumstantial due to the difficulties experienced during removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017, excessive force.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional neuro procedure with an 8f sheath. Reportedly, during device removal, the footplate failed to fully retract resulting in resistance when the physician attempted to pull the device out. After applying force, the device was removed from the anatomy. It was noted no vessel damage occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.